Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 150 mg/dl. The customer changed the battery but the button error alarm resumed. The customer stated that the insulin pump might have gotten squirted with the waster pistol. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump had a cracked reservoir tube lip, cracked belt clip slot, a stained address and serial number label, minor scratches on the display window, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.